Event description:
It is reported that the physician was attempting to implant a resolute integrity drug eluting stent in a heavily calcified rca/ pda branch with moderate tortuosity. Another stent had been previously deployed at the lesion site over 12 months before this procedure. 20-30% stenosis remained after pre-dilation. It is reported that the stent wire uncoiled off the balloon prior to deployment. The patient went to surgery. Patient went to intensive care and an echo was to be performed at later date to check for ventricular damage. There was no difficulty reported during removal of the resolute integrity after failure to deploy the stent. The physician was unable to deliver any other stent to the lesion. The lesion was subsequently treated with balloon angioplasty patient status post procedure is stable.

Event description:
Evaluation summary: the stent was positioned between the marker bands as per specifications. The 1st proximal stent segment was raised and deformed.

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (lesion morphology¿ heavily calcified, moderate tortuosity). Inherent risk of procedure ¿ (failure to deliver stent and stent deformation). Deformation problem evaluation codes, conclusions: inherent risk of procedure¿ (failure to deliver stent and stent deformation). (B)(4).

Manufacturer narrative:
Results: vessel/lesion morphology may have hindered delivery of the device and resulted in dislodgement of the stent. Presence of a previously deployed stent may have contributed to the stent dislodgement. Conclusions: vessel/lesion morphology may have hindered delivery of the device and resulted in dislodgement of the stent. (B)(4).